Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 2 months ago. Aneurysm and vessel morphology were not reported. It was reported that the pt had a previous abdominal aortic aneurysm procedure on an unknown date. The thoracic procedure required revascularization of the sma and the celiac which made it a complicated procedure. Initially the celiac artery was not bypassed and when the stent graft was deployed, it covered the celiac artery as planned. At the end of the case, the decision was made to bypass it. The pt had sepsis and expired 25 days post implant, and the physician stated the sepsis was started by occlusion of the celiac artery.

Manufacturer narrative:
Results: death. Complicated procedure requiring revascularization of the sma and celiac artery. Conclusion: complicated procedure requiring revascularization of the sma and celiac artery.